Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples stuck in the feeding. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w non-sterile, lot # 73b1600319 was manufactured on 02/15/2016 a total of (B)(4) pieces. Lot was released on 02/18/2016. DHR investigation did not show issues related to complaint. Additional test performed as follow: thirteen samples were taken from the current production (visistat 35w) lot # 73l1600222, the samples were functionally inspected according with the procedure qip-0031 tecrev21, and issue reported "staples stuck in stapler" was not present in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The staples stuck in the feeding. The patient's condition was reported as unknown.